Event description:
Patient with bsc generator and bsc epicardial lv lead, latitude alert for automatic safety switch due to lv impedance >3000 ohms. Patient brought into office, bsc tech support contacted confirmed spring contact issue. Device reprogrammed pace configuration unipolar, sense configuration bipolar.